Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Additionally, it was reported that resistance was experienced when filling the cartridge with insulin. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. Customer's blood glucose ranged from 120-130 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.